Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was experiencing pain on the left side that felt like a dull, rapid, and sharp stimulation that ran down the urethra. The patient stated that they could hardly go to the bathroom. It was noted that the patient had turned the stimulation down to 2.9v the night before, but it did not help with the symptoms. The patient reported that the patient fell a week prior to the report and had not yet notified their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient reported they had a chest sonogram done. They turned their control way down because of 'a sudden problem' and would keep it down until their appointment.